Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connectors. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and the ventricular lead ports on the external pulse generator were broken. The generator was returned for service. There was no patient involvement.